Event description:
It was reported that patient enrolled in clinical study underwent a total hip arthroplasty on (B)(6) 2001. Subsequently, a revision procedure was performed on (B)(6) 2004 due to acetabular cup loosening. Information received in patient medical records indicates that additional revision procedures were performed on (B)(6) 2008 and (B)(6) 2010, due to aseptic loosening of the acetabular components. Operative notes from (B)(6) 2008. Operative notes from (B)(6) 2010, also report evidence of possible pelvic dissociation and significant compromise of the integrity of the acetabulum.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-02864, -04773, and -04775). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.